Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and presented to the emergency room. A remote transmission noted high sensing integrity counter (sic) with the right ventricular (rv) lead. After chest x-ray, manual device interrogation, and provocative testing were performed, no lead issues were identified. The patient continues to be monitored and the rv lead remains in use. No further patient complications have been reported as a result of this event.